Event description:
It was reported that, the console is not recognizing the footswitch. Error 141 comes up in the screen. The pins were checked, and no damage was found. The footswitch was unplugged and re-plugged but same error message was received. The procedure was cancelled and will be completed with a bipolar loop instead of the bsci laser. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
This console was serviced at the customer's site. During analysis onsite, the field service engineer replaced the footswitch, which resolved the issue. The reported allegation was confirmed as the footswitch was identified to be damaged requiring replacement.

Event description:
It was reported that, the console is not recognizing the footswitch. Error 141 comes up in the screen. The pins were checked, and no damage was found. The footswitch was unplugged and re-plugged but same error message was received. The procedure was cancelled and will be completed with a bipolar loop instead of the bsci laser. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
This console was serviced at the customer's site. During analysis onsite, the field service engineer replaced the footswitch, which resolved the issue. The reported allegation was confirmed as the footswitch was identified to be damaged requiring replacement.

Event description:
It was reported that, the console is not recognizing the footswitch. Error 141 comes up in the screen. The pins were checked, and no damage was found. The footswitch was unplugged and re-plugged but same error message was received. The procedure was cancelled and will be completed with a bipolar loop instead of the bsci laser. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.